Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
It was reported the stimulator had 3 over-discharges due to poor pt compliance. The stimulator was replaced. For info about events following the replacement, refer to MFR report #3004209178-2011-03342.